Event description:
Difficult to release the clasp: the stent-graft was successfully deployed in zone 3 as intended. To release the apex holder, the apex holder knob was rotated 90 degrees and then attempted to be slid toward the guidewire luer. However, the apex holder knob was unable to be pulled back to the guidewire luer. The physician repeated the clasp releasing procedure two or three times, but the apex holder knob was still unable to be slid toward the guidewire luer. The sales representative, who attended the procedure, verified that the physician followed the correct procedure and performed the procedure properly. The physician once returned the apex holder knob to its original position. While attempting to pull the apex holder knob toward the guidewire luer several times, the apex holder knob could finally be slid completely into the guidewire luer and the apex holder was able to be released successfully. The delivery system was then removed from the patient. Subsequently, the procedure was completed successfully. Operation type: tevar blood loss: none ancillary devices used: dryseal 22fr, gore (tc#(B)(4)) patient outcome - "no harm to the patient health."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Difficult to release the clasp: the stent-graft was successfully deployed in zone 3 as intended. To release the apex holder, the apex holder knob was rotated 90 degrees and then attempted to be slid toward the guidewire luer. However, the apex holder knob was unable to be pulled back to the guidewire luer. The physician repeated the clasp releasing procedure two or three times, but the apex holder knob was still unable to be slid toward the guidewire luer. The sales representative, who attended the procedure, verified that the physician followed the correct procedure and performed the procedure properly. The physician once returned the apex holder knob to its original position. While attempting to pull the apex holder knob toward the guidewire luer several times, the apex holder knob could finally be slid completely into the guidewire luer and the apex holder was able to be released successfully. The delivery system was then removed from the patient. Subsequently, the procedure was completed successfully. Operation type: tevar blood loss: none ancillary devices used: dryseal 22fr, gore (tc#bm 230202184) patient outcome - "no harm to the patient health."